Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the phenomenon occurred due to external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) the user manual states: ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported customer issue was confirmed. Upon inspection, the device suction cylinder was observed to be worn out creating minor restriction. Scratches on the objective lens were noted and peeling was observed on the device forceps cover glue. Leaking, crack and loose probe was determined. Collapse buckles were observed on the light guide tube and stretched wire was observed on the control knob. Two broken elements were observed on the um (ultrasound image) and crack on ¿a-rubber¿ glue was observed. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device suction function does not work. The suction button is not working. The issue occurred during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device return evaluation found forceps cover glue peeling this report is being submitted for the forceps cover glue peeling.